Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed no image during a diagnostic laparoscopic procedure. This procedure was completed with olympus back-up device and no delay. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was blurry; broken distal fibers; the objective frame was dented at the distal end; dents on the outer tube; the light guide adapter was loose; and a failure in light transmission. Based on the investigation results, a definitive root cause could not be identified. The most probable cause of the complaint was traced to component failure. Olympus will continue to monitor field performance for this device.